Event description:
The customer reported the sys was down. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): the customer evaluated the device. There was no confirmation from the customer that this fixed the device. The main board was ordered to resolve the issue. The functions that can be impacted from a main board failure include both non therapy related and therapy related functions (which could impact the deliver of therapy). The customer performed the evaluation. The customer ordered a main board to resolve the issue. As of 07/30/2013 the customer has not called back regarding this issue with this device. The device remains at the customer site. Philips cannot confirm a malfunction of the main board (pca).